Event description:
It was reported that the patient's lactate dehydrogenase (ldh) had doubled to 1400. Log files had no unusual events. Over the weekend the patient's ldh spiked to 5000.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not conclusively be determined. The left ventricular assist device (lvad) event log files collectively contained events from (B)(6) 2023 through (B)(6) 2023. No notable events were captured. The pump appeared to function as intended throughout the duration of the files. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided by the account. The patient remains ongoing on hm 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.